Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reported having no access to sound with the device and stimulation caused pain in the neck and chest. In situ testing was indicative of a functional device. A CT scan showed good positioning of the electrode. The device has been explanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. The device is working within specification during investigation. The patient has been re-implanted with a device from another manufacturer, and is still experiencing the same problems. Therefore a device unrelated medical issue is assumed to be the reason for the reported problem and consequent explantation. This is a final report.

Event description:
The patient reported pain in the neck and chest when the device was stimulated. Additionally, there was no hearing impression and the patient reportedly never benefitted from the device. As per the additional information received, the pain was present since first fitting.